Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen is dim. Reporter stated that display issue had worsened progressively over the past 6 months and issue is not resolved by battery changes. Reporter denied trauma or moisture exposure to pump. In subsequent call, reporter stated that contrast reset did not resolve display issue. Pump was not available for review during the calls. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.